Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the numbers were ramping or the scroll bar would move without any input. Customer's blood glucose was unknown. Issue is occurring during normal use. Customer was advised the device needed to be replaced and agreed to return for analysis.

Manufacturer narrative:
The insulin pump had corroded keypad traces. All buttons functioned properly. No ramping numbers noted on the display. The insulin pump received with cracked reservoir tube lip and cracked case near display window corners noted.